Event description:
It was reported that an episode was not captured on ICD because of short recording time. The patient said that he had received appropriate shocks for vf but only one shock was detected on the log. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.